Manufacturer narrative:
The biomedical engineer trouble shot the resolution to this reported failure with ge healthcare technical support, specific resolution is unknown.

Event description:
The hospital received a 'gas inlet valve failure' alarm during a case that required the unit to be restarted before mechanical ventilation could be continued. There was no report of patient involvement.